Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced chest pain and a syncopal episode. The patient also reported feeling lightheaded. Patient services assisted the patient in performing a remote interrogation. The patient was referred to their clinic for follow up. The pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen in the clinic and no changes to her system were made. The patient was referred to cardiac rehabilitation. The pacemaker remains in service and no additional adverse patient effects were reported.